Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the transfemoral placement of the 23mm sapien 3 valve, the tip of the delivery system and valve was able to exit the esheath, however upon exiting, the valve and delivery system was bent at a 45 degree angle. The devices were unable to advance any farther. It was perceived that the valve was caught on a piece of calcium. The physician stopped pushing and pulled the system slight back to straighten out. It was seen that a valve strut, near the skirt, looked bent. The team decided to pull the valve and delivery system about a third of the way back into the sheath and remove the entire system. A new esheath, delivery system and valve were inserted, and the valve was able to be placed as intended with no regurgitation. The valve was placed 60:40 to avoid the calcium in the sinotubular junction (stj). The devices were examined on the back table, and it was seen that the valve strut was protruding through the skirt, and had ¿sheared the liner¿, creating a ribbon of plastic. On the back table when they were looking at it, they "un-ribboned" the plastic, and it was still connected on the most proximal end. After thorough inspection of the liner, it did not appear any material was left in the patient. The minimum luminal diameter (mld) was 5.7. In the ilio-femoral artery there was not tortuosity and moderate calcification. There was a preexisting aneurysm at the iliac bifurcation, and the abdominal aorta had severe calcification and mild tortuosity. Patient calcification caused the delivery system to bend/kink outside of the esheath.

Manufacturer narrative:
UDI (B)(4). The minimum luminal diameter (mld) was 5.7mm with mild calcification and no tortuosity. The sheath was returned to edwards lifesciences for evaluation with the delivery system fully inserted into it. The delivery system had also been inserted through the loader and the valve was still crimped on it. The valve from this procedure is evaluated under complaint the related complaint. The returned device was visually inspected for any abnormalities under pre- decontamination conditions. The struts exposed through skirt cloth at multiple locations, and the valve was deployed by engineering. Multiple struts appeared bent on the proximal end of valve. A liner tear was seen approximately 7.75" from the distal tip. A liner string approximately 6.5" in length was still attached. There was minor distal tip damage, scratches observed along sheath shaft, with no liner delamination observed. There was wrinkling observed on the strain relief. Due to the condition of the returned device (liner fully expanded, and liner torn), no functional testing was able to be performed. Liner thickness measurements were taken to ensure that the thickness of the material was within specification. A thin liner could contribute to the observed liner tear and could be indicative of a manufacturing non-conformance. Single wall thickness measurements were taken along the sheath liner tear. Measurements were only taken on one side due to the location of the tear. The liner thickness was found to be within specification at all measured locations. No IFU/training deficiencies were identified. The work orders related to the manufacturing of the devices and also components that could potentially contribute to the complaint were reviewed and did not reveal any issues that may have contributed to the reported event. Review of lot history for the related work order revealed two other complaints for ¿sheath shaft - liner torn¿. Review of the complaint history from july 2016 to june 2017 for the 14 f edwards esheath introducer set (all models) revealed additional complaints for ¿sheath shaft ¿ liner torn¿. A review of the complaint history reveals that the occurrence rates do not exceed the june 2017 control limits for this trend category (¿damaged¿). During manufacturing of the esheath, sheath shafts inspections were performed at the component level as well as 100% final inspection by manufacturing and quality. In addition, dimensional verification of critical dimensions, such as shaft od, tip ID, tip length, and working length is performed. During product verification testing, under a sampling basis, five (5) sample sheaths were visually inspected for liner tears pre- and post-expansion testing. The samples go through an expander insertion test where peak push force is measured while an expander (simulating a delivery system and valve) is pushed through the expandable sheath. The lots can only be released if the product verification samples pulled from each lot pass all required tests. All samples passed pv testing, as no tears were observed on the sample sheath shaft liners pre- and post-expansion testing. The inspections described above support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint for the ¿sheath shaft - liner torn¿ was confirmed based on visual inspection of the returned device, but no manufacturing non-conformities were identified. A review of the DHR, lost history, complaint history, and manufacturing mitigations also did not reveal any manufacturing non-conformance that could have contributed to the complaint event. Further, a review of the IFU and training manual revealed no deficiencies. The edwards esheath introducer set is contraindicated for ¿tortuous or calcified vessels that would prevent safe entry of the introducer and sheath¿. Calcification in the access vessel can damage the exposed portion of the sheath liner by weakening it or causing it to tear. Scratches observed along the sheath shaft indicate that it likely passed through a calcified region, which likely caused a weakening and/or slight tearing of the liner. The complaint description notes that the crimped valve became caught on a piece of calcium in the vessel, so the valve and delivery system were pulled back into the sheath. When the system was pulled back, the bent struts at the proximal end of the valve likely became caught on the esheath liner, worsening a tear/damage that occurred due to the present calcification. The direction of the ¿string¿ tear (beginning at the distal end of the sheath and attached at the proximal end) further indicate that it was likely calcification and the bent struts on the proximal end of the valve that contributed to it, as opposed to the struts exposed through the skirt. Available information suggests that patient factors (calcification) contributed to the observed tear. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint ¿sheath shaft ¿ liner torn¿ was confirmed, but no manufacturing non-conformances were identified. Available information suggests that patient/procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the occurrence rate did not exceed june 2017 control limits, no corrective or preventive action is required at this time.